Event description:
It was reported that the device was explanted due to power on reset (por) parameters, which were detected at follow-up. The device reset again during a manual charge after reprogramming. No patient complications have been reported as a result of this event.